Event description:
It was reported that a tpn therapy bad was found to be leaking. At what point in the process the leak was discovered is unknown; however, the report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified eva fraying on the bottom of the bag. Functional testing confirmed the reported condition, which was determined to have been caused by the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.